Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include improper bone preparation, leveraging the screw during insertion, or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that the screw was inserted into the plate and when the driver was removed from the screw, the head of the screw came completely off together with the driver. The partially threaded part of the screw was totally inserted through the plate and secured. This was an ankle fusion plate case. Follow-up investigation: the broken non-locking screw was not retrieved. The surgeon could not insert another screw into the hole but the plate was secured down with the other low profile screw as well as the locking screws.